Event description:
A report that the patient's precision system was explanted due to an infection was received. The patient's symptoms were redness and swelling at the ipg site and feverish chills. Patient was prescribed oral antibiotics for a month. The patient was re-implanted in 2009, and is reportedly doing well.

Manufacturer narrative:
The explanted devices were discarded by the medical facility and will not be returned for evaluation.